Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the received photo conducted concurrently with engineering. Visual inspection of the photo noted that the fixation pin was broken at the 4mm to 6mm diameter transition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. Unfortunately, since the clinically applied sample was not received, a definitive root cause could not be identified. The most probable root cause relates to an issue with the loading or application of the device by the user such as application of an off axis load to the fixation pin when mounted on the inserter or misalignment of the guide sleeve. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during an acl procedure, the implant stratis cross pin broke. When inserting the stratis cross pin, it snapped and broke at the junction of the ridges and smooth shaft. Both pieces were retrieved from the patient's knee. Another implant was opened and used.

Manufacturer narrative:
Tracking no: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, broken implant stratis cross pin.